Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected information. Corrected fields: g2, h5 should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide a correction to the previously submitted h9 - corrective action number. H9 was inadvertently marked as fy24-omsc-06 ¿fy24-omsc-19 instead of being left blank.

Event description:
No additional information received from customer.

Manufacturer narrative:
Based on the results of the investigation, a root cause for the reported event was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device investigation that the insufflation unit cracks in the manifold. There was no patient involvement.